Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during a procedure which led to an extension of traction time. All pieces were successfully removed.

Manufacturer narrative:
Alleged failure: flowport cannula tip broke while inside in hip joint. Surgeon was able to retrieve broken tip after approx. 40 min delay. Patient was in traction for additional 45 minutes and subsequent case cancelled due to delay. 2 pictures unable to attach due to size, will forward. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the tip broke during a procedure which led to an extension of traction time. All pieces were successfully removed.